Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (86 percent stenosis degree) in the moderately tortuous lcx. When pushing the device through the lesion, the tip of the delivery system bent and could not be pushed anymore.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph provided was reviewed. The photograph shows the affected device after its withdrawal. Both the device tip and the stent are deformed. The technical investigation of the returned device confirmed deformations of both the device tip and the stent. The device tip is severely elongated and constricted. The stent deformed in its center, i.e. Several struts are bent. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. The distal balloon shoulder is slightly crushed. Both a 0.014 reference guidewire and a reference transportation wire could be introduced into the device without noticeable friction. The guidewire used in the intervention was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. In addition, every device is shipped with a 0.015 transportation wire that covers the guidewire lumen and the device tip. No difficulties in removing the transportation wire have been reported. The device was in accordance with the specifications at the time of delivery. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.